Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection confirmed that the header was loose and lifted up on the serial number side of the pulse generator (pg) case. High power visual inspection noted that the vtip feedthrough wire had fractured. Real time x-ray confirmed the fracture and confirmed that no other feedthrough wires were fractured. Electrical measurements confirmed no ventricle pacing output; this was expected due to the fractured v-tip feedthrough wire. Atrial output and sensing was normal. There is no evidence in the weekly daily measurement averages that rising impedances were seen in the ventricle prior to the removal of the pg from the pocket. Mechanical analysis by scanning electron microscope revealed that the v-tip feedthrough wire started to fracture while in the pocket when the header became loose, but due to damage induced to the fracture surface sites it could not be determined if the wire fractured completely through while still in the pocket or post explant. A fractured feedthrough wire could cause the problems observed however the evidence is inconclusive as to whether v-tip feedthrough wire completely fractured while in the pacing pocket.

Event description:
Boston scientific crm received information that during a recent extraction of the right ventricular (rv) lead for loss of capture along with sensing issues, the device was going to be replaced at the same time to avoid an additional surgery. While explanting the device, it was noted that the header of the pulse generator (pg) was almost completely detached and barely hanging on. At this time, the physician elected to explant and replace the atrial lead as well. The patient received an entirely new system. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific crm received information that during a recent extraction of the right ventricular (rv) lead for loss of capture along with sensing issues, the device was going to be replaced at the same time to avoid an additional surgery. While explanting the device, it was noted that the header of the pulse generator (pg) was almost completely detached and barely hanging on. At this time, the physician elected to explant and replace the atrial lead as well. The patient received an entirely new system. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.